Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Further, the patient was given intravenous medication. Additional information was received indicating that the physician was unable to release the lead tip from the atrial appendage as the lead kept getting hung up in the right atrium. Moreover, the physician opted to abandon the lead surgically rather than forcing the lead out. No additional adverse patient effects were reported.